Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the equinoxe shoulder study, approximately 8.5 years post op the initial tsa, this 72 y/o female patient had severe pain from cerlage wire. She is experiencing severe pain 8-10/10. She had resection in (B)(6) 2017. Pain continued. Patient had removal of spacer head and cerclage wire. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; it is most likely related to the cerlage wire.